Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystecomy. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Device was being used as intended, following the IFU. This is a long time user of the epix clip applier. Important, this cer is for 2 epix clip appliers of the same box and lot. The first 2/3 clips loaded as intended and were place correctly. The next several tries the surgeon had to load multiple times (6 or 7) before a clip was actually loaded in the jaws. After the clip was loaded the surgeon was able to place it as intended. Replaced the device. Patient status: unknown. Intervention: replace the device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as all clips loaded and closed properly, and no nonconformances were found. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystecomy. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Device was being used as intended, following the IFU. This is a long time user of the epix clip applier.important, this cer is for 2 epix clip appliers of the same box and lot. The first 2/3 clips loaded as intended and were place correctly. The next several tries the surgeon had to load multiple times (6 or 7) before a clip was actually loaded in the jaws. After the clip was loaded the surgeon was able to place it as intended. Replaced the device. Information received by company rep. Via e-mail on 21may24: 1.the clip wasn't loaded into the jaws prior to the device¿s insertion/removal through the trocar, it was (tried to be) loaded inside the patient, before placing it on the tissue. 2. If the clip was loaded, the device was used correctly according the IFU. When the clip was not loaded, the trigger was closed completely before ¿reactivating¿. 3. No clip manually removed as a loaded clip, leaving the feeder exposed. 4. The device was actuated and reset. 5. The trigger worked as intended. Patient status: normal. Intervention: replace the device.